Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to fix the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This event occurred upon power up in the "general pt ward" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.